Manufacturer narrative:
This report is being filed to correct the implant and explant date.

Event description:
It was reported that during the implant high capture thresholds were noted resulting in loss of capture and high out of range pace impedance measurements. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant high capture thresholds were noted resulting in loss of capture and high out of range pace impedance measurements. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.